Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer (fse) arrived at the station and identified that the drawer would not open. During further investigation, it was found that the magnet was missing from the latch inseparable. The fse replaced the full height matrix assembly and performed operational testing to confirm proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4 failed with a "failed to stay closed" error, while other drawers functioned normally. The customer attempted troubleshooting by rebooting the station and performing a storage recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.